Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? Citation: international journal of surgery 20 (2015) 28-34; doi: http://dx.doi.org/10.1016/j.ijsu.2015.05.055. (B)(4).

Event description:
Journal article title: randomized clinical trial of desarda versus lichtenstein repair for treatment of primary inguinal hernia. The aim of this prospective randomized clinical study is to compare the clinical outcomes of the standard open mesh-based lichtenstein method with the tissue-based desarda method for the treatment of primary inguinal hernia among adult egyptian people. Between dec2010 and dec2012, 168 patients with inguinal or inguinoscrotal hernia underwent repair using two techniques and analysis was available for 71 patients (n=69 male and n=2 female; mean age sd of 45.97 ± 10.69 years) on desarda repair group and 72 patients (n=69 male and n=3 female; mean age sd of 43.89 ± 10.27 years) in lichtenstein repair group. In desarda repair, 2/0 prolene sutures were used in medial leaf eof suturing beginning from the site of fusion between eoa and anterior rectus sheath until narrowing the internal ring without constricting the cord. Same suture material was used in overlying internal oblique aponeuresis. The inguinal canal which was closed by suturing the newly formed medial leaf of eoa to its lateral leaf. In lichtenstein group, prolene mesh was used and sutured with 2/0 prolene sutures to the fibro-periosteum of the pubic bone and continued laterally, suturing the inferior edge of the mesh to the shelving edge of the inguinal ligament until to the internal ring. In postoperative day (pod) 7, complications included scrotal edema (desarda group: n=5 and lichtenstein group: n=4), scrotal hematoma (desarda group: n=1), inguinal hematoma (desarda group: n=1 and lichtenstein group: n=2), seroma (lichtenstein group: n=1), and surgical site infection (desarda group: n=1 and lichtenstein group: n=2). In pod14, complications included scrotal edema (desarda group: n=3 and lichtenstein group: n=4), scrotal hematoma (desarda group: n=1), and hydrocele (desarda group: n=2 and lichtenstein group: n=5). Scrotal edema and hydrocele formation and they were managed conservatively. In 12 months follow-up, findings included foreign body sensation (desarda group: n=7 and lichtenstein group: n=9), stiffness of abdominal wall (desarda group: n=10 and lichtenstein group: n=12) and altered sensation in the operated areas (desarda group: n=26 and lichtenstein group: n=29). In 24 months follow-up, findings included foreign body sensation (desarda group: n=8 and lichtenstein group: n=8), stiffness of abdominal wall (desarda group: n=8 and lichtenstein group: n=10) and altered sensation in the operated areas (desarda group: n=25 and lichtenstein group: n=28). There was one recurrence in each study group during the 2-years follow up period. Successful inguinal hernia treatment without mesh implantation can be achieved using desarda repair as it is effective as the standard lichtenstein procedure.